Event description:
The initial reporter received questionable calcium gen.2 assay results from multiple patient samples tested on the cobas 6000 c 501 (ul) v. The initial result from the module was 7.1 mg/dl. The repeat result from another module was 8.7 mg/dl. The repeat result was deemed correct. The reporter deemed the initial results were odd, prompting the rerun of the patient sample.

Manufacturer narrative:
The reagent lot number is 83793101 with an expiration date of 31-jan-2026. The calibration results were within the specified ranges. The qc recovery was failing following monthly maintenance. The alarm trace had abnormal probe sucking alarms. The field service engineer (fse) inspected the module and determined the improperly installed tube guide had caused the event. He reinstalled the tube guide in the correct position. He performed multiple mechanism checks and precision checks with acceptable results. The customer performed calibration and qc with acceptable results. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.